Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting extended charge times. The patient reported hearing beep tones, however described an atypical pattern. The device was interrogated and no issues were identified; however, the patient did have low intrinsic amplitudes. Approximately two years later, end of life (eol) was declared due to a charge time of 30.2 seconds. The patient was admitted to the hospital and monitored over night. The device was subsequently replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The local field representative confirmed the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.